Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown when non-union began. 510k: this report is for (7) unk - screws: locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) used for: hardware removal due to revision. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis.

Event description:
It was reported that the patient underwent hardware removal and revision of a distal femur on (B)(6) 2018. The removed hardware included a 7-hole less invasive stabilization system (liss) plate and seven (7) locking screws. Plate was removed so that a new plate can be placed on the lateral side for a femoral shaft revision. Surgical delay and patient outcome is unknown. No additional information was provided at this time. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Event description:
It was further reported that the original implant date is unknown. All the devices were removed intact. The procedure was completed successfully. There was no surgical delay. Patient outcome is unknown.

Manufacturer narrative:
These dates were incorrectly reported as (B)(6) 2018 in the initial report. The correct date is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.